Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that right atrial (ra) impedance measurements were greater than 3,000 ohms. Additionally, sensing measurements had decreased and noise was oversensed on the atrial channel. An invasive revision procedure was performed and the ra lead was surgically abandoned and the device was explanted. A new system was implanted without incident. No adverse patient effects were reported during the procedure.